Event description:
As reported, when deploying device, blue tube never came out of device. Cut the device in order to expose blue tube and plush lock down. Lock wasn't pushed all the way down and the common femoral was ballooned with a 7 x 40 balloon for 10 minutes. Additional information stated that the device was inserted, pulled back to depth plus 1, footplate deployed and pulled back to the yellow/green window per IFU. However, when trying to advance the blue tube it was noticed that there was no blue tube. The physician held tension and the fellow cut the device where the blue tube was supposed to come out of. They proceeded to cut up the shaft on the device until finally the blue tube and radiopaque lock were found. The physician then advanced the lock and blue tube while maintaining tension.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
4 unused units were returned from lot mn2101401. The affected unit was not returned. Affected unit sent again by account:7th july 2022 and inspected on 11 july 2022: one manta and sheath were returned. Manta was locked into the sheath. Blood particulates were noted. The unit was decontaminated and inspected. The outer and inner lumen of the manta sheath were severely torn. The tip of the tamper tube was observed to be damaged. No other issues noted. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f manta was deployed for closure in the right femoral artery. Ultrasound and micropuncture were utilized to gain a lower positioned access. The arteriotomy looked adequate on ultrasound and angiogram, no prior CT scan performed. The reported depth measurement was 4cm +1cm and was premeasured with an 8f depth locator and confirmed post procedure with a 14f depth locator. No issues were encountered advancing or withdrawing the procedure sheaths. Diagnostics prior to closure indicated activated clotting time (act) 293, no protamine was administered due to a left main stent. While withdrawing the device to the yellow/green indicated in the tension window, the blue lock advancement tube did not emerge from the manta delivery tube. The physician held tension, and the attending cut upwards on the shaft of the delivery tube until the lock advancement tube was visible. The physician then manually advanced the lock advancement tube and radiopaque lock while holding tension. The lock was not advanced far enough into the artery and balloon inflations were applied, and after fifteen minutes, hemostasis was achieved. The cause of the tamper tube not exiting the delivery system is possibly due to a kink in the delivery system that prevented the tamper tube from deploying due to close tolerance levels between the delivery system tubing or vessel conditions. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no angiograms returned for investigative purposes, the root cause cannot be determined. There was no clinical harm beyond minor blood loss during operation and inconvenience for the user. Procedure requirements indicate a pre-procedure cta is recommended to assess femoral artery anatomy per the IFU depth location must occur with either the 8f depth locator prior to step dilation of the vessel and before the large-bore procedure is performed or with the 14f depth locator following the large-bore procedure but before insertion of the 14f manta device. Activated clotting time (act) should be below 250 seconds prior to closure. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.